Event description:
It was reported that the right ventricular lead exhibited high pacing thresholds and an insulation anomaly. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that an incomplete lead was returned in two pieces. An insulation abrasion was noted at 23.1 cm to 23 .9 cm from the distal tip which exposed the outer coil. The abrasion was consistent with constant friction with another implantable device.